Manufacturer narrative:
The devices associated with this adverse outcome were returned and the patient was identified as being deceased. At this time, no additional information is available. However, if additional information is subsequently received it would be processed and considered accordingly. Product ID: 4524-53, implanted: unk, product ID: 4024, implanted: unk. (B)(4).

Event description:
An implantable pulse generator (ipg) system was returned from the (B)(6) with limited information. Information identified in the paperwork indicated the patient died approximately six years post implant of the ipg system. The cause of death was not known and therefore reported as unknown if related to the device system.

Manufacturer narrative:
Product event summary: (B)(4) the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion.

Manufacturer narrative:
Corrected information: no eval explain code. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.